Manufacturer narrative:
This report is being submitted to correct the initial. This event occurred during animal use. The device involved in the event is intended for human use by medical personnel. Based on the information provided, the MDR reportable event criteria is not met per 21 cfr 803.

Event description:
It was reported the high flow insufflation unit had front panel failure. The issue occurred during animal testing. The procedure was cancelled. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.